Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering because of that customer experience low blood glucose 69 mg/dl. Low blood glucose treated with food. Customer did not experienced any symptoms of low blood glucose but customer was sweating. Customer did not use auto mode feature of insulin pump. Customer did not experienced any unusual events. Customer was unable to upload carelink because customer was unable to turn on laptop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to care link. No upload or download anomalies or delays in uploading or downloading were noted. (B)(4).